Event description:
The customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the excessive depletion in the logs and decided to replace the pump. Reportedly the customer continued to use the pump for insulin therapy.